Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of failed battery test and button error from the insulin pump. The customer's blood glucose reading was 200-220 mg/dl. The customer stated that the buttons are stuck. The customer stated that her pump was frozen and she was unable to press the buttons. The customer took out the batteries and put it back in and received a battery out limit alarm. The customer stated that the screen is curved out on both sides. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had corroded keypad traces, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked case.